Manufacturer narrative:
(B)(4). On an unknown date, the patient experienced peritonitis. The initial reporter declined to provide additional information. The telephone number for the contact was reported as: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. On an unreported date, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was not reported. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis event. Antibiotic treatment was reported to be due for completion one day after the initial receipt of this report, but was later reported to be ongoing after hospitalization ended. Four days prior to the receipt of this report and after an unknown number of days of hospitalization, the patient was discharged. It was not reported if physioneal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the peritonitis. No additional information is available.